Event description:
It was reported that the patient was not getting an adequate stimulation coverage and was feeling the stimulation in the non-target area due to lead migration confirmed thru fluoroscopy. A reprogramming was done and symptoms persisted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were retained in the hospital and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).